Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3889-28, lot# v363145, implanted: (B)(6) 2009, explanted: na.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator on the nights of (B)(6) 2011 and (B)(6) 2011. It was also indicated that the patient had fallen approximately 1 month ago. Additional information had been requested, but was not available as of the date of this report.